Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call device not working and connectivity issue. The customer's blood glucose was 485mg/dl at time of incident and current blood glucose is 484mg/dl. Trouble shooting was performed and found customer stopped using the insulin pump as the glucometer reading were not being transferred to the device thus the customer could not manually enter blood glucose and no bolus was administer. Assisted connecting devices and send readings to pump. Offered to show customer how to manually enter readings for a bolus. Customer declined to trouble shoot for high blood glucose. The insulin pump will not be returned for analysis.